Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed due to a right ventricular (rv) lead perforation and resulting pericardial effusion. The right ventricular (rv) lead had exhibited a slow rise and variable thresholds since implant. During the lead revision procedure, it was noted that there appeared to be blood in the lumen in several spots. The effusion was drained and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was not obstructed. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The inner tubing of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted there was blood visible inside of the lead body and on the distal conductor. Visual inspection found the insulation breach from the overlay tubing through the inner insulation causing the distal conductor to expose and that allows blood ingress into lead and on distal conductor. According to the finding and the anomalies described in the event, and due to the length of time of the implant, it is likely that the extrinsic insulation breach was contribute to the electrical complaints and caused at time of implant procedure. If information is provided in the future, a supplemental report will be issued.